Event description:
As reported, the patient was implanted with a ventralex st mesh on (B)(6) 2022. It is reported that in (B)(6) 2022 the patient started to experience pain around the belly button and has recently visited the ER three times ¿due to constant pain.¿

Manufacturer narrative:
As reported, five months post implant of the ventralex st mesh the patient started to experienced pain. Additional information was requested, however the information provided was minimal. Based on the information received, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2021. Pain is a known complication of surgery/use of the device and is listed in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. Note, the date of event is estimated based on information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - remains implanted.